Event description:
The manufacturer received information alleging a ventilator would not pass testing. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's active exhalation control module was replaced to address the issue. An error code related to the internal battery was observed. The device's internal battery and power management board were replaced to address the issue.

Manufacturer narrative:
It was previously reported by the manufacturer that the active exhalation control module, internal battery, and power management board were replaced. The estimate was rejected by the customer and the unit was returned unrepaired.